Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level reported. The caller had been reusing a cartridge outside of labeled instructions, injecting more insulin into an existing cartridge without changing it, and technical support (cts) educated the caller on proper cartridge usage. The caller declined the suggestion to disconnect and deliver a 10.2 unit bolus for an updated insulin estimate.